Manufacturer narrative:
At the return of the instrument it was updated the catalogue number, that was wrongly communicated (while the lot was correct). On 27 april 2016 the (B)(4) project manager performed a visual inspection of the retrieved instrument and confirm the evaluation done during preliminary inspection. The root cause may be the wear of the spring ball plunger.

Manufacturer narrative:
Batch review performed on 01 february 2016. Lot 1111996a: (B)(4) item manufactured and released on 02 december 2014. No anomalies found related to the problem. On 03 february 2016, the r&d project manager performed a preliminary investigation and commented as follows: the instrument described in the complaint is an old version. The problems with the spring ball plug and the lever should be solved with the new version. We need to inspect the instrument to determine the root cause because the image received is too grainy. Not yet received.

Event description:
The small button for the fixation mechanism was pulled out during the hammering on the offset broach handle. During the surgery has been lost the small fixation mechanism. It was not in the patient or on the floor.

Manufacturer narrative:
On 03 may 2016 it was prepared a final report with the information already submitted in the previous reports. On 04 may 2016 the report was sent to the initial reporter and the case was closed.